Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). Following the advancement of a non bsc guide wire and guide catheter, pre-dilatation was performed with a non bsc balloon catheter. A 24mmx3.00mm promus premier&#10259;tent was then advanced to the lesion. However, strong resistance was encountered upon advancing. The physician attempted to cross the stent to the lesion using buddy wire technique and another non bsc guide catheter, but failed. The device was removed from the patient and it was noted that the distal edge of the stent was lifted. The procedure was completed with a 3.0x23 non bsc stent. No patient complications were reported and the patient's status was good.